Event description:
It was reported that the patient had a reaction to the comfort hard soft that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, the patient experienced blisters after wearing. The device was worn overnight off and on and once discontinued, the reaction resolved in a few hours. There are no medical history or allergies noted.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. Sex was not provided when asked. The patients weight is not provided when asked. Ethnicity/race was not provided when asked. Date of event was not provided when asked. Relevant tests/laboratory data and other relevant history was not provided when asked. Expiration date is not applicable with the exception of serial number as the device is manufactured by prescription. Implant/explant date is not applicable as the device is manufactured by prescription and not implantable.

Manufacturer narrative:
CAPA 2023-006 the device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no material defects or changes could be detected. No manufacturing deviations or abnormalities are known. E-pro 4.0 - 11534 (erkoloc-pro) was manufactured from january 11, 2021 and was assigned an expiration of january 2024. E-pro 4.0 - 11537 (erkoloc-pro) was manufactured from january 11, 2021 and was assigned an expiration of january 2024. E-pro 4.0 - 11533 (erkoloc-pro) was manufactured from december 10, 2020 and was assigned an expiration of december 2023. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results no device has been returned from the customer and no picture was provided by the customer to review. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. No device has been returned for review. IFU 9091 rev 5.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material.

Manufacturer narrative:
Additional data: a2, a4, b2, d4, h4, h6 (health effect - clinical code, type of investigation code - 3331, and investigation conclusions code - 22). Corrected data: g3, h1, h6 (health effect - impact code, type of investigation code - 4114, investigation findings code, and investigation conclusions code - 4315). Note: g3 in the initial report was reported as ((B)(6)2022), however, the correct date is ((B)(6)-2022). Device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. CAPA 23-006. Manufacturer reference: (B)(4).